Event description:
Reportedly, when the rate response mode was activated , it was observed that the device was pacing at high rate (100 min-1) during a few minutes.

Event description:
Reportedly, when the rate response mode was activated , it was observed that the device was pacing at high rate (100 min-1) during a few minutes.

Manufacturer narrative:
Refer to the attached analysis report.

Event description:
Reportedly, when the rate response mode was activated , it was observed that the device was pacing at high rate (100 min-1) during a few minutes.